Event description:
It was reported that during the left ventricular (lv) lead implant procedure, when using a 0.014 inches guide wire the physician could not advance the guide wire with ease. A brand new guide wire was used and it would not advance into the lumen of the lv lead without significant resistance. Another 0.014 inches guide wire was attempted and it also would not advance without significant resistance so, a different lead was used for which both of the previously attempted 0.014 inches guide wires advanced in the lv lumen with no resistance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the full lead was returned without the guidewire. There was a slit on the distal seal of the lead. A fresh 0.014 guidewire was able to be backloaded in the lumen of the lead without restriction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.